Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 54 mg/dl, 216 mg/dl. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer also stated that, the insulin pump had failed battery test alarm. Troubleshooting determined that, the device should be replaced. The customer advised to discontinue use of the pump and revert to backup plan. The device is not expected to be returned for analysis.